Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient experienced extreme night and day time vision problems in the form of glare and halos that limited her daily activities. The lens was exchanged for another lens four months after initial implantation. Additional information was requested.